Event description:
A consumer reported that she experienced flashes, reflection of light, "twinkling like a star" and she was not able to walk in the sun after bilateral intraocular lens (iol) implant surgeries. The physician prescribed her antireflective glasses a few months ago but it did not help. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could to identify a root cause. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).